Event description:
The physician was unable to deploy the visi-pro stent in the right renal artery. The visi-pro stent would not retract into the sheath. The physician retracted the stent catheter and sheath back into the right brachial artery for preparation for safe removal. The visi-pro stent dislodged and required a longitudinal arteriotomy to remove the stent.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Procedure notes and cine received.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: a compact disc with several cine series was received for evaluation. The images document the angioplastic staging of the brachial vessel (obtaining an open vascular lumen) with an unidentified balloon. The stent was then positioned outside the guide sheath (catheter) but a proximal marker strut was visibly bent over. The series document the attempted retrieval of the stent/ balloon combination but the folded over strut would not track through the guide sheath lumen. None of the series document the migration of the stent off the balloon or a post-migration image. The visi-pro stent was received for evaluation. The struts were in a post-deployment configuration (expanded) but there was noted elongation, lateral compressions and strut deformations.